Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer also reports to have cracks at battery compartment and battery cap. Customer's blood glucose was 122 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has broken battery cap, belt clip slot, cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window, battery tube threads, minor scratched lcd window and missing end cap sticker.